Manufacturer narrative:
Reported event of side car - rx pushback. A visual evaluation of the returned device found the side car-rx presented pushback out of specification. Moreover, proximal end of the side car-rx was found torn. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a mechanical lithotripsy procedure. According to the complainant, during the procedure, the sheath of the device was torn. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.